Event description:
Rptr feels integra neurosciences h-v lumbar valve system catalog 903-335a is an unsafe product for the diversion of csf from the lumbar cistern to the peritoneum. Factory "swedges" are not secure. Tubing and connector differential in sizes leads to catheter tears or obstruction by catheter wall leading to immediate failure. Differential in catheter lengths and the volume of "stuff" that needs to be put into the lumbar wound, lead to catheter kinks and obstruction to flow. All in all there are so many problems with this catheter/valve system that rptr doubts it would work in any patients, leading to continued raised icp and blindness. In their opinion this system should be immediately removed from the market.